Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was wearing the pod and unable to be awoken by her fiance. Patient's blood glucose levels were low, however, no specific levels could be obtained. Paramedics were called and arrived on scene to treat patient, however, their treatment was not effective (no specific treatment information could be obtained). Subsequently, patient was transported to a hospital, administered intravenous therapy, condition was stabilized, and patient was kept overnight. It should be noted that patient advised they "had not eaten" leading up to this event. The date of event is an estimate as the patient was not certain of the exact date. Patient has not used the omnipod system since (B)(6) of 2017 and has since switched to u-500 insulin therapy.